Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that atrial fibrillation and an aneurysm occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Two weeks post index procedure the patient developed atrial fibrillation and experienced a brain aneurysm.

Manufacturer narrative:
B3: date of event - aware date of 08jan2024 used as event date is unknown.

Manufacturer narrative:
H6 patient codes corrected - aneurysm code removed.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that atrial fibrillation and an aneurysm occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Two weeks post index procedure the patient developed atrial fibrillation and experienced a brain aneurysm.